Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the screws that attach the docking station to the floor were loose. As the screws were loose, this prevented the transfer carriage from locking properly to the docking station. The technician also found that the locking mechanism had been damaged as a result of the reported event. The unit has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their evolution transfer carriage fell to the floor. No report of injury.

Manufacturer narrative:
The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications and returned it to service. No additional issues have been reported.